Manufacturer narrative:
Insulin pump passed displacement test, rewind and basic occlusion test. No motor error alarm noted. Insulin pump was unable to prime during prime test due to faulty force sensor. Unable to perform the occlusion test and excessive no delivery test due to prime and fill anomaly. The motor was tested outside of the device and passed. Insulin pump had minor scratches on display window, cracked battery tube threads, cracked belt clip slot and cracked reservoir tube lip. No moisture damage noted on electronic assembly or on motor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer's mother that the customer had a motor error alarm on the insulin pump. Customer's mother mentioned that the customer would keep the same cartridge and reset the insulin pump again because he did not have enough insulin to change it out. Customer's mother stated that there was a motor alarm a week later when the customer tried to give himself a bolus. Customer was unable to clear the alarm. Customer's mother does not know the customer's blood glucose level, but stated that it was high. Customer kept trying to bolus because the pump would stop delivering it. Customer was advised that the insulin pump will need to be replaced. No additional information provided.